Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed multiple alarms related to the pump¿s motor. The pump powered on with audible and vibratory tones. While attempting a load step, an alarm related to the motor was emitted and the power complaint could not be adequately investigated. The pump was opened and an intermittent connection was found on the motor flex. No internal moisture was found.